Event description:
Unintended automatic needle retraction during blood draw (multiple occurrences) - luer adaptor is not secure to the extension of the butterfly and falls out regularly - multiple complaints of luer detaching from the needle - complaints of leakage between the adapter and luer during blood draws - luer does not plug correctly and continues to leak after blood gas draws - holder detached from butterfly when changing tubing causing leakage - reverse blood flow in the butterfly when pushing blood culture bottle into the adapter - upon insertion of the needle, blood splatters from the body of the butterfly where the push button is located - multiple staff needlesticks injuries due to absence of protective caps - needle retractor does not move when push button activated. Pt code: 2462. Device codes: 1536;1371;2907;1250;1064;3015. Ref report: mw5182760.